Event description:
A user facility reported an intraocular lens (iol) was exchanged due to the pt experiencing an optical surprise and being unhappy with his vision. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire was not rec'd. (B)(4).